Manufacturer narrative:
Patient was an infant. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported vital sign changes after an inadvertent bolus of dopamine was given upon unclamping the roller clamp on the tubing. The patient's blood pressure was reportedly 60/40 when an alarm for a "patient-side occlusion" occurred. The nurse identified the dopamine infusion tubing was clamped. When the tubing was unclamped, the dopamine "rushed into the patient" causing "hypotension and bradycardia" and the blood pressure dropped back to their baseline, which was 40/20. No medical intervention was performed. The customer states the "back off" (after occlusion) was enabled, but the facility does not use tubing with pressure sensing discs.